Event description:
It was reported that during the filling process in the oncology pharmaceutical service production room, liquid leaked out of the line directly in front of the filter. The product was disposed of because it was filled with a cytostatic drug. The reported product issue was discovered after filling the extension set. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One photo was received to review. According to the photos provided by the customer the reported leaking problem was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.